Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact on the customer¿s blood glucose level. The customer followed instructions during the issue, and technical support confirmed the alarm and decided to replace the pump. The customer was advised to use manual daily injections as a backup therapy and was provided with instructions for returning the problematic pump. A replacement pump was subsequently shipped to the customer.